Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was not received at fisher & paykel healthcare (f&p) in (B)(4). Our investigation is thus based on the information provided by the customer. Results: customer reported that the icon CPAP has the damaged power cord, and wires are exposed. Conclusion: based on the information we are unable to determine what caused the reported failure. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: - "only operate if the device, power cord and plug are dry and in good working order." - "do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an icon CPAP humidifier had a damaged power cord. There was no reported patient involvement.